Event description:
The core sumex drill was sent for service and it was found during testing at the manufacturer that the handpiece overheated. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device. The device will be repaired and returned to the customer.